Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensory system alarm. The alarm occurred when they were filling the reservoir and tubing. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The device will not be returned for analysis.